Event description:
It was reported that the zimmer dermatome blade was used on a patient's left upper thigh to obtain a skin graft. The first attempt for the graft shredded the patient's skin and the second graft was also unsuccessful. The patient had a larger than expected left upper thigh wound from the dermatome.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.